Event description:
It was reported that the balloon ruptured occurred. A 2.5mm x 20mm x 144cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured during the first inflation at 6 atmospheres for 30seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.